Event description:
Device 1: on (B) (6) 2009 - after previous fusion failed to occur using competitive products, doctor performed a surgical intervention to fuse c5-c7 using the trestle plating system. On (B) (6) 2010 - during patient follow-up, it was reported that fusion again failed at c5-c7 and surgical intervention was performed to remove multiple screws. New trestle screws were placed to secure the instrumentation. No irregularities were reported at the time of the second surgical intervention.

Manufacturer narrative:
User facility: (B) (6). Suspect devices have not been returned. On-site investigation was performed which concluded that the recommended screw placement and/or position as stated in the supplied IFU, appeared not to have been followed. Both the surgical technique and the IFU state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging or diverging screw placement may prohibit proper seating of the bone screws. Screws angled beyond 9 degrees cephalad to caudal and/or 7 degrees medial to lateral may prohibit proper seating. The lot numbers of the alleged malfunctioned devices have not been provided. Device 2: model # 61340-016, catalog # 61340-016.